Event description:
Pt required multiple IV attempt access - 4 unsuccessful IV attempts. Pt was extremely dissatisfied with new IV catheter and multiple failed attempts which he states never happened before. Known issue with the new brand of IV catheters (di (B)(4)) - recurring issues reported by experienced rns regarding difficulty of use since this new brand of IV catheters was introduced.